Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease (cad) and underwent percutaneous coronary intervention (pci). The 95% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. A 2.50mm x 20mm emerge balloon catheter was selected for use; however, the shaft broke at the transition of the hypotube to the balloon upon removal from the hoop. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease (cad) and underwent percutaneous coronary intervention (pci). The 95% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. A 2.50mm x 20mm emerge balloon catheter was selected for use; however, the shaft broke at the transition of the hypotube to the balloon upon removal from the hoop. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete emerge mr balloon catheter. The device was visually and microscopically examined. The manifold of the device failed to return for further analysis. The total length of the device returned was 98.3cm. There was a separation of the hypotube at the strain relief. The separated end was ovaled in shape indicating the device was kinked prior to separation. There were numerous bends and kinks to the hypotube. There was contrast in the inflation lumen, and the balloon was loosely folded. Product analysis confirmed the reported break as there was separation to the device.